Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (BG) levels. The customer¿s BG level was displayed as ¿High¿; however, a specific value was not provided. The elevated BG was addressed by a correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.